Event description:
According to the reporter, during laparoscopic vaginal hysterectomy, at closure of vaginal cuff, the device was not clicking right. The jaws were opened and found there was no suture or needle. The surgeon located half of the needle. The other half was still lodged in the vaginal cuff, which was located and removed through the use of x-ray. The surgical time was extended by at least 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.